Event description:
A report was received that alleges that the inflation line became detached from the tracheostomy tube during use. No incident related medical sequela reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.